Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula of brachial artery. A 6.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During inflation at 10 atmospheres, the balloon burst and leaked contrast. The procedure was completed with another of the same device. No complications were reported, and the patient was fine post procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal from the distal markerband. A visual and tactile examination identified a shaft kink approximately 170mm distal from the distal end of the strain relief. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula of brachial artery. A 6.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During inflation at 10 atmospheres, the balloon burst and leaked contrast. The procedure was completed with another of the same device. No complications were reported, and the patient was fine post procedure.